Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right ventricular (rv) lead dislodged and resulted in no capture at max output. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.